Manufacturer narrative:
Investigation completed. Customer returned 20x sealed files. Per ansi/aq z1.4-2003 inspector's rule (using single sampling plan 'normal' at inspection level s2 with aql 1.5), a sample lot of 8 were checked. Checked under microscope and found no manufacturing marks or defects. Files were measured using opt (B)(4) (calibration date 2/26/2025) and passed all attributes checked (wire size, d3, and d9), also 15 files were tested in the lab, returned product meets specifications. Unable to duplicate customers issue using the product returned. Root cause is unknown. During DHR review for lot#0000402251, contamination (soap residue) was found during final inspection on 1x tip, which was scrapped. All other packs found good. Nothing else unusual to report was found during DHR review. DHR dated 5/14/2024. 617x were manufactured. Expiration date 5/14/2029. Query indicates additional complaints have been received for this lot number: c-36177 (same customer).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that waveone gold reciprocating file primary 25mm file broke during use. The broken part could not be retrieved from the canal and the patient was referred to an endodontist.